Manufacturer narrative:
This report is submitted on 31 july 2020.

Event description:
Per the clinic, the patient was placed under general anaesthesia in order to have the abutment replaced. The implanted device remains.